Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter had segments missing. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, at 8am. The patient manages her diabetes with insulin (via insulin pump); however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged issue the patient reportedly developed symptoms of shaking, sweating, slurred speech, and vision issues sometime between 10-11am and at 11am, the patient reportedly administered food and/or drink as self treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.